Event description:
An electrohydraulic lithotripsy procedure was being done to treat a ureteral stone. The first lithotripsy probe fired only a few times, then ceased to operate. The second probe also acted in the same way, after which time the stone in the ureter was moved up into the kidney. In this position, the stone is apparently asymptomatic. User facility has not advised whether add'l surgical procedures were necessary.